Event description:
Unomedical reference number (B)(4). Event occurred in canada on (B)(6) 2024, it was reported that the patient received the stuck button alarm three times in past few weeks. Also, nurse noticed crack on the back of pump. The set was changed on (B)(6) 2024 and on (B)(6) 2024 at 10 am, the patient went to hospital due to nausea, vomiting, abdominal pain. The blood glucose level at the time of event was 44 mmol/l. Currently, the blood glucose level of the patient was 18.2 mmol/l. During hospitalization, the patient received insulin intravenously and manual injections. At the time of this report, the patient was still in hospital. No further information was available.